Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior and posterior needles were captured by their respective cuffs. The rail-suture end of the suture was cut, but remained attached to the needle plunger assembly, which indicates successful needle deployment and suture retrieval. However, although it was reported that suture deployment was successful, the evaluation of the returned suture revealed that the link was detached from the posterior cuff at the swage-end, which would result in the knot becoming unraveled and could not be advanced to the arterial surface as reported. The returned suture did not match the reported product experience and the complaint device; therefore, the reported product experience could not be confirmed. The report of the suture being pulled out of the arterial wall while advancing the knot to the arteriotomy can be caused from, but is not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, because the related suture was not returned with the device, no manufacturing-related deficiencies could be identified. There were no challenging anatomical conditions reported which could have contributed to the reported event. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that excessive pressure was applied to the suture while advancing the knot which could cause the suture to be inadvertently pulled out of the artery. Therefore, based on the investigation findings, the reported product experience could not be confirmed and a definitive cause could not be identified. A query of the complaint database for this lot revealed no similar incidents. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. The investigation did not detect a manufacturing or quality deficiency.

Event description:
It was reported that after a diagnostic catherization procedure through a 6f access site, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, after uneventful suture deployment, as the knot was advanced to the arteriotomy, the suture with the knot intact pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the perclose proglide device. Though requested, no additional information was provided.